Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: there was one battery (B)(6) that was not returned for evaluation. The other battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Of note, it was observed that the battery had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional finding not related to the reported event and due to the battery reaching the end of its useful life. Log file analysis was not performed since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on (B)(6) and (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2021. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial #: (B)(6). D10: yes, return date: 17-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-july-2018 / serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no mfg date: 31-july-2017 labeled for single use: yes, if pump (B)(4). Additional information has been requested regarding the service report & log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. The event date is unknown. Therefore, the notified date was used as a best estimate of the event date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching. The batteries were lubricated, but the power switching problem persisted. The batteries were indicated to have two or three out of four battery capacity indicator lights illuminated. The batteries were removed from use. No patient complications have been reported as a result of this event.